Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) claim and medical records received. After review of claim and medical records, it was stated that the patient was revised due to dislocation with adverse tissue reaction due to mom prosthesis possible infection resulting to pain, walking difficulty and anxiety. Operative notes reported purulent looking joint fluid, tissue loss, discolored tissues and adverse local tissue reaction with metal debris. Clinical visit reported pain, fall, infection due from metal debris, leg length discrepancy, periprosthetic fracture with orif, bursitis, clicking, discomfort, cysts, avascular necrosis and subluxation of the femoral head. Lab result for culture reported no acid fast bacilli seen, no fungus recovered and no organism seen. Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.